Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -06.50 diopter, implantable collamer lens, into the patient's left eye (os) on 11/mar/2020. Elevated iop (58.0 mmhg) without pupil block and angle closure was assessed on (B)(6) 2020. The lens was removed and exchanged with a stronger power, same length lens and this resolved the problem. Cause of the event is reported as user error. Reportedly, surgeon "inadvertently implanted lens prepared for od."

Manufacturer narrative:
Corrected data: b5: "the lens was removed and exchanged" should be corrected to "the lens was explanted and in a separate surgery was replaced". D9: date entered in supplemental #1 should be removed and date entered in d9 in initial medwatch report should be kept. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - it was also reported that the patient experienced glare/haloes and ac irrigation. This should have been included. H6 - 4625 - ac irrigation. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue on the product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).